Event description:
Per the clinic, the patient experienced healing issues at the implant site, resulting in exposure of the receiver/stimulator. The device was explanted on (B)(6) 2014. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, (B)(6) 2014.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed may 22, 2014.